Event description:
It was reported that the user changed pump supplies independently and deployed the infusion set with the blue needle guard still in place, resulting in the infusion set not delivering insulin and subsequent hyperglycemia; insulin was observed leaking upon site removal and the user then replaced the site along with blue guard and resumed normal operation. Symptoms included elevated blood glucose reaching 370 mg/dl without loss of consciousness or other acute clinical effects. Outcomes included transient high glucose lasting approximately 3 to 4 hours, self-managed with a manual correction injection of 10 units and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set deployment error that prevented proper insulin delivery. It was concluded that the event was due to user technique related to infusion set insertion and was resolved with supply change and instruction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.